Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly tortuous, mildly calcified, 90% stenosed distal left anterior descending coronary artery. A 3.0x28mm xience prime stent delivery system (sds) was advanced and the stent was deployed. A dissection was noted at the distal edge of the stent. A 3.0x15mm xience prime stent was used to cover the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.